Event description:
Event description cpi received information that this bipolar endocardial positive fixation lead exhibited loss of capture and inadequate sensing. Lead did not appear to be dislodged.